Manufacturer narrative:
Patient developed an infection. Revision surgery occurred to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient developed an infection. Revision surgery occurred to exchange the poly insert.